Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: a review of the pump black box showed a cs 064 motor stall due to occlusion during prime operation. During investigation, the pump was exercised for 12 hours and no call service alarms were duplicated during investigation. There were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.